Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) cord not being locked was confirmed. The returned mpu, serial number (B)(6), was evaluated at the service depot. Visual inspection of the returned mpu revealed the power entry module ac v-lock detent tab was damaged causing the ac power cord to not lock and disconnect from the mpu. The mpu, serial number (B)(6), was forwarded to the product performance engineering (ppe) group. The mpu was inspected and confirmed the damage to the power entry module. The returned ac power cord with the v-lock connector was connected to the mpu. Once connected, the cord was pulled on causing the ac power cord to come disconnected from the mpu completely, confirming the reported event from the service depot. The returned ac power cord with the v-lock connector was then connected to a known working test mpu. The power cord connected to the test mpu without issue and stayed locked after pulling on the cord. The root cause for the reported damage could not be conclusively determined through this evaluation. Incidental findings: the bottom housing of the mpu was cracked. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 6 of the patient handbook, ¿caring for the equipment¿ and section 8 of the IFU ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Section 10 of the patient handbook ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu had a v-lock connector on the ac power cord. It was unknown if the ac power cord came loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) power cord was not locked.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.